Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the monopolar curved scissors (mcs) instrument was broken. There was no patient harm reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 17-apr-2025: there was no functional failure. There was no incident of arcing, smoking, or melting, observed on the instrument. There was no unintuitive motion. The instrument did not exhibit any loss of cautery or low/intermittent energy delivery. The instrument grip was compromised and later it was observed that cable was broken. There were no issues related to left/right motion of the grips or up/down motion of the wrist.

Manufacturer narrative:
At this time, the complaint investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. The complaint will be reevaluated at investigation completion.